Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that when the beq-top 8806 custom circulatory pack was removed from the pack, the priming procedure took place. During priming the luer lock was removed from the top de-airing port of the oxygenator and during this process a piece of plastic cracked off from the oxygenator and came off with the luer lock. The pack could not be used. A new custom pack was opened and primed and the procedure commenced and was completed without any issues. There was no reported injury to the patient.

Event description:
It was reported that when the beq-top 8806 custom circulatory pack was removed from the pack, the priming procedure took place. During priming the luer lock was removed from the top de-airing port of the oxygenator and during this process a piece of plastic cracked off from the oxygenator and came off with the luer lock. The pack could not be used. A new custom pack was opened and primed and the procedure commenced and was completed without any issues. There was no reported injury to the patient.

Manufacturer narrative:
Initial MDR section g.5 PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Manufacturer narrative:
The product was returned for evaluation. The associated tray packaging was not returned and could not be reviewed for any damage. The oxygenator was returned for review of the broken port on the quadrox-I adult without filter. The port was reviewed under magnification and there is no evidence of a flaw in the molding of the part. It does look as if the port was sheared off due to an impact or over-tightening the connection. The reported event was confirmed. It was determined that the most likely cause of the port being broken from the filter can be attributed to rough handling during use by the customer. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that when the beq-top 8806 custom circulatory pack was removed from the pack, the priming procedure took place. During priming the luer lock was removed from the top de-airing port of the oxygenator and during this process a piece of plastic cracked off from the oxygenator and came off with the luer lock. The pack could not be used. A new custom pack was opened and primed and the procedure commenced and was completed without any issues. There was no reported injury to the patient.

Manufacturer narrative:
Section h6: [from] - blank [to] - testing of actual /suspected device, 10. Complaint #: (B)(4); record ID: (B)(4).

Event description:
It was reported that when the beq-top 8806 custom circulatory pack was removed from the pack, the priming procedure took place. During priming the luer lock was removed from the top de-airing port of the oxygenator and during this process a piece of plastic cracked off from the oxygenator and came off with the luer lock. The pack could not be used. A new custom pack was opened and primed and the procedure commenced and was completed without any issues. There was no reported injury to the patient.